Event description:
During a right colectomy the tlc55 was fired three times on the colon tissue which appeared normal. A blue load was used all three times. All three staple lines bled and needed to be oversown in places, as well as cauterized. The tx60b staple line also bled and required cauterization. There was no consequence to the patient.